Event description:
Complaint alleged that while attempting to defibrillate a pt, the device caused the associated defibrillator to display a "paddle fault" message and did not allow the defibrillator to discharge. The clinician obtained another device to continue treating the pt, and the pt was successfully defibrillated and their heart rhythm was converted to a sinus rhythm. There was no adverse effect to the pt due the reported malfunction.